Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to speak with a supervisor about issues he has been having with the insulin pump, however, the customer refused to verify hipaa information. The customer stated that he will not verify hipaa, and will be filing a lawsuit against the company and its representatives. A representative later contacted the customer, and found that the customer had recently experienced a severe hypoglycemic event resulting in injury and hospitalization. Nothing further was reported regarding the hospitalization. The representative that spoke with the customer will be working with him to try to resolve his issues.